Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient being implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that the reason for the call was the caller was implanted a system and when the electrode impedance test was run they got yellow indicators on all electrodes. Ref 3 50ohms; electrode 0,1 and 2 were displaying the green indicators. Technical services had the caller rerun impedances with 3v and 300 us. The caller stated that the patient was in discomfort when running impedances at this level. They also noted that they were seeing strong motor response. The caller stated that with ref 0 the indicator was green and the values were case at 574 ohm and 1, 2, 3 were in the 1100 ohm range 1 2 3 still showed 50 ohms for the case pair. The caller indicate that when testing for motor response on the lead with the j hook they were getting good response at 0.5-1v. Technical services reviewed the information and it was noted that the caller was going to follow up with the health care professional (hcp) to determine how to proceed. No further complications were reported at this time.